Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident went up to 599 mg/dl. Customer reported that she has four quick sets to return because they were bent when they went in. Customer stated that her blood glucose went up to 599 mg/dl last night but the first occurrence of the bent cannula was about 2 and half weeks ago. Customer ate bolused and blood glucose did not come down so she changed her set within an hour and found that cannula was bent. Customer changed the infusion set and treated blood glucose with the insulin pump. Customer felt the high blood glucose was caused by the bent cannula and declined to troubleshoot insulin pump. Customer stated there were 2 bent cannulas when blood glucose went up to 599 mg/dl. Customer stated blood glucose came down after set change to 129 mg/dl. The insulin pump will not be returned for analysis.